Event description:
The following was reported to hamilton medical ag: a customer had a problem with a check valve p.n. Msp161243 leak 8.7. We replaced the part and did all the tests. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).